Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge easily dislodged from the pump. A new cartridge was loaded to address the event. Additionally, it was reported that the pump time was incorrect. Customer's blood glucose was 306 mg/dl.